Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and maximum outputs. The ra lead was been reprogrammed and remains in services. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).